Manufacturer narrative:
(B)(4). Owen j. Diamond, lisa howard and bassam masri (2018) five cases of tibial post fracture in posterior stabilized total knee arthroplasty using prolong highly cross-linked polyethylene. Observational study of functional outcome and quality of life following major joint replacement arthroplasty, s0968-0160(18)30297-7. Https://www.thekneejournal.com/article/s0968-0160(18)30297-7/fulltext. The reported event was unable to be confirmed due to limited information received. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. (B)(4).

Event description:
It is reported that five (5) patients underwent knee arthroplasty revisions due to pain, instability and non-traumatic fractures of the tibial polyethylene posts post-operatively. All patients were treated with a polyethylene liner exchange to a standard ultra-high molecular weight polyethylene (uhmwpe) bearing of the same thickness. No additional patient consequences were reported.